Event description:
It was reported that the patient presented outpatient for a device change out procedure. Prior to the procedure, upon review, it was noted that the right ventricular (rv) lead exhibited inadequate capture. The lead was capped and replaced on apr 8, 2024. Patient was in stable condition.